Manufacturer narrative:
(B)(6). This report is for an unknown 13-hole curved femoral locking plate/unknown lot. Reported as (B)(6) 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original procedure was a total right hip arthroplasty (competitor implant) was performed in 2002 and the patient did well initially; but began experiencing anterolateral thigh pain and knee pain. The pain was treated with an arthroscopic meniscectomy which did provide some relief. A workup revealed a stressed area of the distal portion of the femoral component of this right, total hip arthroplasty in the anterolateral thigh. It was felt best to perform another surgery to reinforce the stressed area with plating (synthes plate) and bone grafting. On (B)(6) 2008 the patient underwent plating with a synthes plate and bone grafting. During the procedure a synthes thirteen hole curved femoral plate was implanted on the lateral aspect of the femur. A single screw was placed distal to the prosthesis; two additional screws were placed distally to fix the plate in the distal femur. The plate was then fixed proximally using a single cable through a pin which was placed into the plate prior to the cable placement. Additionally, one unicortical locking screw was placed through the plate proximally. Additional fixation was obtained with additional cables with a single strut graft, approximately eight centimeters in length. Two additional cables were utilized, one proximal and one distally, they were placed through the two cable pins fixed to the plate. Image intensifier was utilized to confirm placement of the plate, it was felt to be in good position and spanning the area across the stressed distal femur. Screws, pins, cables and bone grafting were used with the synthes plate but there was no documentation of these parts being manufactured by synthes, at this time the manufacturer is unknown. On (B)(6) 2009 the patient had a temporary antibiotic spacer placed. In (B)(6) 2009 the patient underwent removal of the prosthesis and synthes plate. The patient was treated with a six week course of antibiotics. No positive cultures were obtained but there was clinical suspicion. On (B)(6) 2010 the patient underwent removal of the temporary prosthetic femoral component (temporary antibiotic spacer) with revision of the femoral component of the right, total hip arthroplasty. During this procedure the patient was implanted with competitor products and specimens were obtained for evaluation. During the procedure the patient developed asystole which necessitated cardiopulmonary resuscitation (CPR) and medications. The patient required four units of packed red blood cells (prbc). The patient gained a heart rate and pulse. The procedure was completed and the patient was transferred to the intensive care unit. There was no reported surgical delay. Patient continues to experience moderate, intermittent pain. This report is for an unknown 13-hole curved femoral locking plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Medical record number: should be (B)(6), additional mrn: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.